Event description:
Dealer reported that the spokes on the rear wheels of a ct7a wheelchair are broke due to the users weight. Users weight was not reported. Per chair specifications, the product weight capacity is (B)(6).